Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient was found to have lower limb ischemia requiring impella to be removed. A thrombectomy was performed using the fogarty embolectomy catheter. Thrombus was found and removed. Blood flow was improved after thrombus removal.